Event description:
It was reported that the fogarty catheter was broken during use. The detailed information on the location and condition of the damage were not available. No additional intervention such as additional incision was performed. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Per the evaluation, the catheter was found to be intact and there was no catheter body detachment/separation, therefore this event is no longer reportable. Our product evaluation lab received one model 120404f catheter without any attached components. The customer report of broken fogarty catheter was confirmed. As received, proximal side of the balloon latex was pulled out from under windings and partially inverted. After balloon returned original position, the proximal end of the balloon latex was smooth. It suggested there was no balloon latex missing . No other visible damage or inconsistency was observed from balloon, distal windings, and catheter body. The proximal and distal balloon windings adhere the balloon to the catheter. The proximal end of the balloon latex may pull from under the proximal windings if excessive force is applied to the balloon/catheter during the procedure. Even if this failure were to occur in the patient, the balloon remains attached to the device. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures; and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. As part of the manufacturing process, 100 of the units go through balloon and winding inspection. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.